Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions via CAPA# (B)(4). To improve the customer and patient experience.

Event description:
It was reported that the bd venflon" pro safety shielded IV catheter leaked blood and medication after connecting to the hub. The following information was provided by the initial reporter: "bd venflon pro safety 14g the anaesthetist administered medication via the hub port, they feel a pop when connecting a syringe to the hub. When they removed the syringe there is back flow of the medication followed by blood. No harm has come to a patient yet. We have noticed that the cannua was leaking straightaway."